Event description:
It was reported that a revision surgery was performed because the plate system pulled out of the bone. The patient is reported to have had poor bone quality and other health issues. The patient is reported to have died at an unknown time post op; however, it is not believed that the death was due to the device. Company is still investigating.